Manufacturer narrative:
(B)(4).

Event description:
Customer allegedly received the following results, with two different compact plus meters, within 10 minutes: "lo" mg/dl (system 1) and 87 mg/dl (system 2). On a different day, the customer allegedly received the following results, with two different compact plus meters, within 10 minutes: "lo" mg/dl (system 1) and 143 mg/dl (system 2). On a different day, the customer allegedly received the following results, with two different compact plus meters, within 10 minutes: "lo" mg/dl (system 1) and 100 mg/dl (system 2). No adverse event reported. The "lo" mg/dl result, which on the system indicates a result of less than 10 mg/dl. The customer was using two separate test strip drums from the same lot number for each meter. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.